Manufacturer narrative:
H3: the device was received for evaluation. A device history review was not possible due to no lot number being reported. Visual and functional tests were performed. The customer's stated problem was not confirmed. The customer noticed some hair on the one-way valve and suspected that this may have been the cause. However, when tested, the device was working properly. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the cuff pressure could not be maintained at a constant level for some time, but this improved after a while. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.